Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that a cartridge alarm 1 occurred during the load sequence. Blood glucose was not impacted. A cartridge change was performed resolving the issue.